Manufacturer narrative:
Other relevant device(s) are: product ID: 9733597, serial/lot #: unknown. Analysis of the 9733858 found connection cabling issue/hardware being damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that there was no green lines to the axiem. There was no patient present when the issue occurred.